Event description:
It was reported approximately two days post implant that the right atrial (ra) lead displayed under sensing and far-field r waves oversensing. Under-sensing was causing a high level of ventricular pacing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.